Event description:
The use by date and lot number on the labeling had worn off. It was stated that all the vials had been used and the drum box has already been discarded. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.